Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery out limit alarm. Customer also reported that they were unable to clear the alarm. Troubleshooting was not performed for frozen display due to time clock visible and moving forward and keypad would not issue due to escape and act button was responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.